Manufacturer narrative:
(B)(4). The patient was reported to be deceased. Per physician, the device did not cause or contribute to the patient's death. The patient died from covid-19 complications. Date of death not provided.

Event description:
The complaint is reported as: "the problem happened when the nurse tried to introduce the dilator-peel away, he advanced through the guidewire until the edge of the skin, then he advance 2 or 3 centimeters and then he got stuck, he push smoothly 2 or 3 times but the dilator-peel away didn't advance, then he withdraw the dilator-peel away and realized that the peel away was broken and split. He assumes that the reason of getting stuck at the beginning was the broken peel away." The device was replaced and the procedure successfully completed. No report of delay in therapy. No report of a patient injury or consequence due to the reported issue.

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components including a peel-away sheath over dilator for evaluation. The sample contained obvious signs of use in the form of biological material. Visual examination revealed the sheath tip was frayed, split, and bent back. This damage is consistent with undue force being applied to the tip during an attempted insertion. The overall length of the sheath body measured 4.5" which is within specification of 4.463"-4.589" per product drawing. The outer diameter of the sheath measured 0.0950" which is within specification of 0.086"-0.096" per sheath product drawing. The inner diameter of the tip was 0.072" which is within specifications of 0.072"-0.073" per sheath product drawing. The returned dilator was able to advance and retract from the sheath with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw dilator until sheath is within vessel to minimize the risk of damage to sheath tip." The customer report of a damaged sheath tip was confirmed by complaint investigation of the returned sample. The peel-away sheath tip was frayed and folding back, which is damage consistent with undue force being applied at the tip. The sample passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "the problem happened when the nurse tried to introduce the dilator-peel away, he advanced through the guidewire until the edge of the skin, then he advance 2 or 3 centimeters and then he got stuck, he push smoothly 2 or 3 times but the dilator-peel away didn't advance, then he withdraw the dilator-peel away and realized that the peel away was broken and split. He assumes that the reason of getting stuck at the beginning was the broken peel away." The device was replaced and the procedure successfully completed. No report of delay in therapy. No report of a patient injury or consequence due to the reported issue.